Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device noted that the comb was deformed. Repair of the device occurred on 19 august 2019 involved replacing the comb and then verifying that the mesher was functioning as intended. The technician then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was deformed, which would prevent the mesher from taking a proper graft, it cannot be determined from the information provided as to what caused the comb to deform. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device had an unknown repair issue. No alleged deficiency was mentioned. Event occurred during kit inspection. Upon repair of the device, it was discovered that there was a damaged comb. No adverse events have been reported as a result of this malfunction.